Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer representative via email that the customer was hospitalized on (B)(6) 2014 with blood glucose of 600 mg/dl. Customer had high blood sugars and was vomiting. Customer had diabetic ketoacidosis and was admitted to the hospital for about 3 days. Customer was wearing the insulin pump at the time of the hospitalization. Customer was mostly recently hospitalized on (B)(6) 2015 with blood glucose over 600 mg/dl. Customer had high blood sugars and was vomiting. Customer was treated and released that same night. Customer was wearing the pump at the time of the emergency room visit. Customer's mother stated that the customer has had some trouble with his blood glucose but has been doing okay.